Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt cables were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified, but the damage likely resulted from excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.